Manufacturer narrative:
Follow-up submitted to report device evaluation.

Event description:
As per complaint (B)(4); during a clinical procedure it was observed that a crown was loose upon further examination it was observed that the implant was loose and the implant was removed.